Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had intermittent stylus/cursor hesitation. It was also indicated that the electrocardiogram (ECG) connector on the link electronic module (lem) printed circuit board (pcb) was loose. It was also indicated that a hinge was broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was having connection issues with the slave cable and stylus. The programmer was returned for service. No patient complications have been reported as a result of this event.